Manufacturer narrative:
Initial and final MDR 1885101 - device 4 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024,it was reported that patient faced four infusion set fell off during use events. The infusion set had been used for 2 hours. The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.